Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "poor pad contact" message and failed to discharge. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that the issue has been resolved by replacing the pads, and the device is working as intended. The device will not be returned to zoll for evaluation.